Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about multiple blood results reading "hi". Customer normal results are 230mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (600) and the lowest normal results (230) is located in zone c. No adverse event reported.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = t) (B)(4) investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user had an inaccurate reference. Product codes updated.

Event description:
Consumer complaint of about multiple blood results reading "hi". Customer normal results are 230mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (600) and the lowest normal result (230) is located in zone c. No adverse event reported.